Event description:
The customer reports while wearing criterion cr chloroprene gloves she developed welts all over her body; from her chin to her neck and body and also felt her throat closing. The assistant injected herself with an epipen before being admitted to the emergency room. The assistant was admitted to the emergency room on (B)(6) 2014 and discharged later that same day. While at the emergency room the assistant was administered benadryl, epinephrine and pepcid medicine through an IV. The customer information us that they store these gloves next to latex gloves.